Event description:
It was reported that when attempting to connect the surgical fiber, the laser console would not accept the fiber. The procedure was completed with a turp. There was no report of injury.